Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the lens came out of the cartridge incorrectly during injection and was not implanted. No impact to the patient. Additional information was requested.

Manufacturer narrative:
Corrected information provided in d.4. The product serial number in the initial MDR was incorrect. It has since been updated in the smdr. The manufacturer internal reference number is: (B)(4).